Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device evalution by manufacturer? Yes d9: returned to manufacturer on: 13-feb-2025 investigation summary bd received four (4) photos and five (5) samples for investigation. After analysis, fibrin was observed within the tubes in all four photos. Additionally, poor barrier separation was noted in three of the four photos. A visual inspection was conducted on the five returned samples for additive abnormalities, and none of the samples failed this inspection. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode poor barrier separation and fibrin based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation and fibrin was seen in two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone#: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation and fibrin was seen in two (2) tubes. No adverse impact was reported regarding the patient or user.